Event description:
It was reported that the patient experienced her implantable neurostimulator (ins) 'getting closer to the skin.' The patient further reported that she thought 'the ins may have been working its way out of her the body' and that the ins location 'caused excessive pushing/rubbing on the pocket.' The patient also stated that the ins 'flipped in the pocket and is more superficial than it was at the time of surgery.' The patient noted that she felt 'the leads in her back' and she added that they were 'poking or bumping and causing her nerve pain.' The patient also stated that 'it felt like a shooting line of pain.' It was noted that 'the incision had healed, but the implant site was bruised and painful.' The patient reported turning the device off two months after implant 'because she didn't like the way it felt.' The patient's physician noted that the ins was discharged because the "patient stopped recharging" and that the ins was "not in an overdischarge state." The patient did note that the ins 'helped with her legs but not with her lower back.' It was also noted that the patient experienced 'more mid-back pain since implant.' The patient further reported having had 'sacrum pain where they drilled to put the lead.' X-ray results indicated that the 'leads and ins appeared to be the same as at the time of implant.' A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).